Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'would unable to detect door is shut.' Was reproduced. A review of the event history log (ehl) revealed evidence the pump 'would unable to detect door is shut. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be link is binding. The link will be adjusted to correct the reported problem. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to detect the door is shut. This occurred during testing. There was no patient involvement. No additional information is available.